Event description:
Philips received a complaint by the customer on the v60 indicating that an "auto-zeroing of machine and proximal pressure transducers in post failed" had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an "auto-zeroing of machine and proximal pressure transducers in post failed" had occurred. It was initially reported that a "machine and proximal pressure sensors failed" alarm had occurred. The unit was removed and then sent to biomed for evaluation. The reported alarm was unable to be reported but the alarm for "auto-zeroing of machine and proximal pressure transducers in post failed" was confirmed in the event log. The remote service engineer (rse) advised the customer to replace the data acquisition (da) printed circuit board assembly (pcba) and da to motor controller (mc) cable to resolve the reported issue. The rse provided the customer with the part number of the da pcba and da to mc cable. The investigation is ongoing.

Manufacturer narrative:
It was reported that an "auto-zeroing of machine and proximal pressure transducers in post failed" had occurred. It was initially reported that a "machine and proximal pressure sensors failed" alarm had occurred. The unit was removed and then sent to biomed for evaluation. The reported alarm was unable to be reported but the alarm for "auto-zeroing of machine and proximal pressure transducers in post failed" was confirmed in the event log. The remote service engineer (rse) advised the customer to replace the data acquisition (da) printed circuit board assembly (pcba) and da to motor controller (mc) cable to resolve the reported issue. The rse provided the customer with the part number of the da pcba and da to mc cable. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.